Event description:
It was reported that the patient loaded a new cartridge on the pump and did not see insulin go through the tubing while using a cleo® 90 infusion set. The blood glucose reading at the time of the event was 390 mg/dl. Patient changed out the tubing and resumed insulin. No other adverse health outcomes were reported.